Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the charred old version led cables/deterioration of the led harness could not be identified. Olympus will continue to monitor field performance for this device

Event description:
Customer reported with an issue of "intensity problem, light is weak". The issue found at preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found charred old version led cables. This report is being submitted for charred led cables on device evaluation.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection noted the illumination was tested , found light was confirmed to be weak , found to be due to unit settings. The nbi mode was observed to be very dim due to unit settings. Service performed a master reset and this corrected the issue. Additionally, inspection found charred old version led cables and needs to be replaced. Investigation is ongoing. This report will be supplemented accordingly following investigation.